Event description:
This mitraclip report is being filed for the anterior leaflet detachment of the second mitraclip (10333955/(B)(4)). It was reported that during a procedure to treat functional mitral regurgitation grade 4+, the first clip was successfully implanted. During insertion of the second mitraclip (10333955/(B)(4)) there was good visualization of both leaflets inserted and mitral regurgitation (mr) was reduced from 4+ to 1+. After the second mitraclip was deployed and released, it detached from the anterior leaflet but remained on the posterior leaflet. There was no other difficulty encountered with the implantation of the second mitraclip. There was no contact between the first and second mitraclip. There was no evidence of chordal rupture, leaflet flail, leaflet prolapse, leaflet restriction, abnormal or thin or thick leaflets, and no other challenging patient anatomy. A third mitraclip was implanted reducing the mr to 2+ (moderate). The patient is doing well clinically. There was no additional information provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation of the leaflets can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. The additional therapy/non-surgical treatment was related to case-specific circumstances, as an additional clip was implanted to reduce the mr. A review of the device history record identified no non-conformances issued to the reported lot that would have contributed to the reported event. A review of the electronic complaint handling database of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.